Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #1 date of submission (B)(6) 2011: the pump was returned to animas and evaluated on (B)(6) 2011. The pump powered on normally with no alarms. A battery cap was not returned with the pump and a test cap was used for all investigation steps. The pump was exercised for 24 hours with no alarms or power issues occurring. No damage was found to the battery compartment or the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the pump was making beeping sounds, and subsequently had no power. She reported that the battery had been changed; there was no corrosion noted in the battery compartment; and there was no structural damage to the battery cap or compartment. This complaint is being reported because there was no obvious reason for the alleged power loss.